Manufacturer narrative:
(B)(4).

Event description:
It was reported that, on the date of this report, a catheter access port (cap) aspiration of 4ml was done. No issues occurred during this procedure. However, during a rotor study, the rotors did not move, so the pump was replaced. After reviewing pertinent information associated with the issue, it was discovered that the rotor study was not done properly. There had also been increased reservoir volume discrepancies greater than what was expected. The reporter had no information as to the volumes of the discrepancies or how long they had been occurring. The reporter did not know if there had been any pump alarms. The event logs had not been accessed. The patient was asymptomatic. The device system was used to deliver sufentanil.

Event description:
Correction: [the dates of the previously reported cap aspiration and rotor study were not provided. The pump replacement occurred on (B)(6) 2014. ] it was later reported, per pump logs dating back to (B)(6) 2014, no abnormal pump events were logged. The pump was programmed to minimum rate on (B)(6) 2014. The final patient outcome was not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the pump revealed no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).